Event description:
Reporter alleged obtaining discrepant blood glucose results of 233mg/dl back to back with a result of 101mg/dl when testing was performed 'less than 1 minute' apart on the advantage system. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.